Event description:
As reported by the (B)(4) study, during a carotid artery stenting procedure, a patient developed right hemiparesis after the stent was deployed. This was felt to be related to clots obstructing blood flow through the stent that was relieved after a thrombectomy catheter with aspiration syringes were used to remove clots and allow removal of embolic protection in the same manner it was introduced to the body. The patient has had unspecified symptoms at study inclusion. Baseline nih and rankin scores were 0 and 3, respectively. Carotid artery stenting was performed on a 98% occluded lesion in the left internal carotid artery of 30mm in length in an 8mm vessel diameter with mild vessel tortuosity. The arch iii lesion had thrombus present in the lesion before the procedure. A 6mm extra support angioguard embolic protection device was successfully deployed past the lesion, it was pre-dilated with a 3.0x20mm balloon and 9x40mm precise pro rx stent was successfully deployed at the target lesion ¿with difficulty. The stent appeared to be stuck, but ultimately it was deployed in good position with it straddling the stenosis, as well as there was a portion of it proximally in the common carotid artery. At this point just to verify the location of the stent because the patient, being over 300 pounds, there was difficult visualization of the anatomy because of the pannus and scatter, we performed an arteriogram, which did not demonstrate any flow in the internal carotid artery. The patient had been monitored during the case with squeaky toys in both of his hands and moving his legs and talking and had been doing well through this point. However, the patient had a temporary neurological event of inability to squeeze his right hand after the stent was deployed . This was felt to be related to the clot obstructing blood flow through the stent. As soon as blood flow was reestablished after the aspiration catheters removed the clot, the subject was able...

Manufacturer narrative:
To squeeze his right hand after the stent was deployed . This was felt to be related to the clot obstructing blood flow through the stent. As soon as blood flow was reestablished after the aspiration catheters removed the clot, the subject was able to squeeze his right hand. Neurology subsequently consulted and determined that there was no neurological event with lasting sequelae and this was primarily due to altered blood flow through the stent. Therefore, no diagnosis was given. A 6f ¿ac angiographic thrombectomy catheter was placed as it was also rapid exchanged over the wire and positioned it just proximal to the angioguard. With its individual aspiration syringes, we passed the device proximally and distally several times, until the aspiration syringes were completed. Satisfied with this, we performed another attempt at arteriogram; however, this did not quite appear to be very satisfactory. There was no significant blood flow at this point, so therefore, although we attempted to use a 7 french aspiration catheter, we repeated again with a 6 french catheter and performed a number of syringes and passes. At this point, we decided as there was good opening and extension of the stent, we felt it would be more important to try to get flow distally, and therefore, after these multiple passes of the thrombectomy aspiration catheter, we then retrieved the angioguard, while we were aspirating as the sheath had been advanced into the internal carotid artery up through the proximal portion of the stent. This was undertaken, and although the patient at several times was unable to squeeze his right hand he was able to squeeze it at this time without any difficulty. Having removed the thrombectomy catheters, we then proceeded to perform our arteriograms. With removal of the angioguard device, we had excellent flow in the internal carotid artery and no problems in the siphon. Power injections for the lateral head and towne view did not show any cut off of any vessels and all the vessels were patent. In addition, the ap and lateral were wide open with brisk flow across the internal carotid artery. Although the patient had a temporary neurologic deficit, this returned completely and he was baseline.¿ there was no difficulty capturing the angioguard. The patient was discharged on the following day. Rankin score at discharge was 0. Concomitant medications: heparin was given during the procedure. Pre and post-procedure medications included aspirin and clopidogrel. Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Additional information is pending and will be submitted within 30 days upon receipt. This is one of two products involved with the reported adverse event and are associated manufacturer report numbers 9616099-2013-00575 and 1016427-2013-00113.